Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not available, therefore the date 08/01/2025 was used as an estimate, based on the reported onset occurring in aug2025. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss, hole/perforation and incomplete inflation are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an inability to inflate the device. A revision surgery was performed, during which the physician confirmed that the patient was unable to inflate the device due to fluid loss, which appeared to be caused by a breakdown. Wear and tear at the cylinder sites were also noted. The device was explanted and replaced. There were no patient complications.